Event description:
Additional information: additional information was received and it was reported that the infected mesh graft was not related to the implanted pump or pump therapy; the pump pocket infection was secondary to the abdominal cellulitis caused by the mesh.

Event description:
It was reported that there was an infected pain pump and pocket. The patient experienced abdominal cellulitis from a reaction to the mesh from hiatal hernia repair. On (B)(6) 2012 the patient underwent surgical intervention of abdominal exploration with removal of mesh from the hiatal hernia and a pain pump explant. The patient also experienced symptoms of lower abdominal pain and the event resulted in in-patient or prolonged hospitalization. The patient outcome was reported as resolved without sequelae. The pump was used to deliver sufenta, bupivicaine and clonidine. It was later reported that the patient's surgical procedure was performed by another healthcare provider (hcp) who consulted with the pump hcp regarding pump removal. It was noted that at time of removal, the catheter was capped and left in place. It was later reported that the event was noted as abdominal cellulitis with "reaction" to the mesh for hiatal hernia repair noted as a symptom rather than event. The pump pocket infection was noted while the patient underwent an exploratory lap with another surgical hcp. The surgical hcp notified the pump hcp and the pump was removed. The cause of the infected abdominal wall was a reaction to the mesh used in a hiatal hernia repair.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).